Event description:
It was reported that an ilet user experienced persistent high blood glucose readings, including prolonged values over 400 mg/dl. The user announced extra meals in attempts to correct highs, performed a factory reset incorrectly, and administered subcutaneous insulin injections without disconnecting from the ilet, which can interfere with algorithm performance. Symptoms included hyperglycemia reaching 601 mg/dl with no other clinical signs reported. Outcomes included no health consequences or impact. Investigation included interviews with the user and analysis of user-provided information. Investigation of this case revealed no device problem and identified a usage problem related to improper or incorrect procedure, specifically failure to follow instructions and issues interacting with the user interface, including use of meal announcements as corrections and injecting insulin while attached to the ilet. It was concluded, based on previously established findings for similar reports, that the cause was failure to follow instructions and unintended use error. A separate report has been submitted under 3019004087-2026-38049 for the user injecting external insulin while connected to the ilet.